Event description:
It was reported that this patient with a sling device had radiation therapy performed immediately following their sling implant surgery in (B)(6). The patient then experienced recurring incontinence in january. A surgical procedure was performed during which an artificial urinary sphincter (aus) implant device was implanted. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of urinary incontinence were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.